Manufacturer narrative:
Review of the system logs found no relevant errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no relevant errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. The following concomitant products were used during this procedure: 0 degree endoscope, monopolar curved scissors, monopolar cautery instrument, two fenestrated bipolar forceps, two needle drivers. A site history review found no complaints were made for the instruments used during this procedure. A review of the event was performed by an intuitive surgical medical safety officer (mso). Carbon dioxide (co2) embolism is a rare complication which may occur in minimally invasive surgery. This occurs as the co2 used to insufflate the abdomen to perform a given procedure enters into a vessel which then embolizes to the heart. The results can be catastrophic as they were in this case. The insufflator used in this case was not an intuitive surgical product. Therefore, no intuitive surgical products contributed to this event.

Event description:
It was reported that approximately 25-30 minutes into a da vinci-assisted simple prostatectomy procedure, the patient experienced hemodynamic instability with a drop in blood pressure and hypoxia. The cardiac anesthesiologist performed a transesophageal echocardiogram and a co2 gas embolus was observed in the right ventricle. The surgical fellow reported that the patient was in a trendelenburg position of approximately 10 degrees and the 3rd party insufflation device pressure was set to 12 mmhg. The procedure was aborted; they were at the prostate enucleation step with approximately another 15-20 minutes remaining in the procedure. The patient decompensated a second time in the intensive care unit and expired about 4-5 hours post-operatively. The patient had a history of cardiac comorbidities. The reported cause of death was co2 embolus and myocardial infarction. The fellow stated that the event was not caused by any da vinci product; it was a combination of the pre-existing cardiac condition and absorption of co2 gas.